Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
While reviewing tablet data, it was discovered that high impedance was observed on the patient's m1000 vns generator. The patient was implanted on (B)(6) 2018, and during a routine visit on (B)(6) 2018, the patient's impedance was 5450 ohms. The high impedance of 5450ohms on (B)(6) 2018 did resolve, and no high impedance events have been observed since. The patient's physician did not order x-rays as the physician has no concerns of lead fracture or any concerns at all about lead impedance and effectiveness. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed and the device passed all quality tests prior to distribution. No additional, relevant information was received to date.